Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. The issue was resolved over the phone, therefore the device was not returned. It is likely that the indicated phenomenon occurred due to failure of the cable and the adapter. The image was displayed normally after replacing the cable and also the image was displayed normally after removing the adapter that is between cv-190 and the said device directly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the high-definition lcd monitor intermittently did not display an image. In speaking with olympus technical assistance support (tac) via phone, the customer initially stated that the unit was wired from the cv-190/evis exera video system center to the primary monitor and from the primary monitor to the secondary monitor. The tac technician instructed the customer to swap the cables. After the customer swapped the cables, both monitors were working fine. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The tac technician noted that the issue was with a third-party adapter component between the monitors that was creating the image issue. The customer installed an adapter between the monitors. After the customer removed the adapter and plugged in the signal directly from the cv-190/evis exera video system center, the image was fine on the monitor. The customer will be purchasing another adapter, and no further assistance was needed. The monitors were fine. The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.